Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's family member reported that the patient's blood glucose (bg) levels were in the 30-50 mg/dl range the day after the patient received training to use the omnipod system. Insulin delivery had been paused, and the patient had taken rapid-acting insulin prior to training and had no long-acting insulin in the system. Subsequently, the patient reported being hospitalized for four days due to severe hypoglycemia, with bg dropping to 30 mg/dl. The patient alleged the controller malfunctioned while in automated mode, noting that bg levels improved after the pod was removed. Multiple outreach attempts were made, but additional details regarding treatment, diagnosis and hospitalization specifics remain unavailable. A supplemental report will be provided if additional information has been obtained.